Manufacturer narrative:
Yi, t., chen, w., wu, y., zhang, m., lin, d., <(>&<)> lin, x. (2018). Adjuvant intra-arterial rt-pa injection at the initially deployed solitaire stent enhances the efficacy of mechanical thrombectomy in acute ischemic stroke. Journal of the neurological sciences, 386, 69-73. Doi:10.1016/j.jns.2018.01.012 the solitaire devices have not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does appear to have been any defect of the devices during use. The events occurred in the patients post-procedure; the causes could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2018-00305 2029214-2018-00306 if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient complications after solitaire thrombectomy. The purpose of this article was to evaluate the effectiveness of stent retrieval combined with intra-arterial rt-tpa administration via microcatheter in acute ischemic stroke. The authors reviewed the results of 93 ischemic stroke patients due to intracranial large artery embolism occlusion. The patients either underwent mechanical thrombectomy using a solitaire stent alone or a solitaire stent and intraarterial rt-pa. Of the 93 patients, the median age was 65.5 years and 47 were male. The article indicates that the following outcomes were observed: - 29 patients experienced embolic complications - 9 patients experienced symptomatic intracranial hemorrhage (sich). Sich was defined as type 2 parenchymal hematoma within 36 hours after treatment combined with nihss increase >4 points or any subarachnoid hemorrhage associated with clinical symptoms.